Event description:
The hospital reported that during multiple bypass graft surgery, for the first anastomosis the heartstring seal did not unravel completely. The seal was removed without damaging the anastomosis. For the second anastomosis the heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital. This report is for the seal that cracked during loading.